Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with visual acuity. The iol exchanged for another lens forty two days following the initial procedure for clinical reason of under correction of astigmatism. Additional information has been requested.